Event description:
A doctor alleged that one (1) female patient experienced the debonding of one (1) onlay approximately two (2) weeks after placement with maxcem elite clear.

Manufacturer narrative:
To date, the patient is doing fine; the doctor re-cemented the onlay using a different product, without further incident. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this is an isolated incident that may have occurred as a result of a user/technique related issue and was not due to a product failure.